Event description:
It was reported that during pre-testing the balloon was not inflating. The device was being prepped for a newborn baby. The event did not affect patient care. No injury or adverse effects.

Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one sample was returned. A visual inspection found that the balloon looks damaged. Based on the analysis performed on the sample provided and the report by the customer, no root cause could be determined even though the complaint was confirmed due to the sample provided was manipulated by the end user. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. This issue will continue to be monitored and further actions taken accordingly.